Event description:
There was a lock failure of the mitra clip device prior to deployment. The deployment was aborted, and device was removed intact from the patient. A new device was used and deployed without issue.